Manufacturer narrative:
. Investigation summary: unable to perform DHR check for needle point burred (bump on needle) due to unknown lot number. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm tw 10bag 500 ca experienced foreign matter contamination during use. The following information was provided by the initial reporter: material no: 320440, batch no: unknown. Verbatim: issue: medical professional called to report the syringe she is using on the patient gave little pain on a patient and bruise, when she looked at the needle tip, she touched and felt little bump in the tip. Sometime she feels slightly bigger bump on the needle. Needle tip was not straight. Sometimes see noticed the needle before she using it on the patient. She felt bump on the needle point in the past in different boxes, it has started happenning from last year. Lot# unknown;item#320440;incident date-unknown; occurrence-unknown. No further information available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation. Complaint evaluation/complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle point burred (bump on needle) due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle point burred (bump on needle) due to unknown lot number. The investigation concluded - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm tw 10bag 500 ca experienced foreign matter contamination during use. The following information was provided by the initial reporter: material no: 320440. Batch no: unknown. Verbatim: issue: medical professional called to report the syringe she is using on the patient gave little pain on a patient and bruise, when she looked at the needle tip, she touched and felt little bump in the tip. Sometime she feels slightly bigger bump on the needle. Needle tip was not straight. Sometimes see noticed the needle before she using it on the patient. She felt bump on the needle point in the past in different boxes, it has started happenning from last year. Lot# unknown; item# 320440; incident date-unknown; occurrence-unknown. No further information available.